Event description:
The healthcare professional who implanted the pump had "received information", from a different hospital than where the patient's pump was implanted, that the patient was deceased. The death occurred at the hospital where the patient was admitted on (B)(6) 2011 for a refill at their own request. The hcp was checking on the cause of death which was unknown at the time of the report. Per this report, "the doctor is thinking itb system is not related to the death." The drug in the pump was gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that significant improvement in spasticity and activities of daily life function was observed during patient's 18 months and 24 months postoperative assessments. The following information were noted at refills: on (B)(6) 2010, the actual residual volume (arv) was 2.8 ml and expected residual volume (erv) was 2.4 ml; on (B)(4) 2011, arv was 8.0 ml and erv was 7.9 ml; on (B)(6) 2011, arv was 2.6 ml and erv was 2.0 ml; on (B)(6) 2011, arv was 2.4 ml and erv was 2.6 ml; on (B)(6) 2011, arv was 3.0 ml and erv was 3.2 ml. It was also reported that patient developed pneumonia on (B)(6) 2011. Diminished physical strength originated from the underlying disease was observed. Treatment was provided on (B)(6) 2012, but the patient died of infection. The death was not related to the device or intrathecal baclofen therapy.